Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured on may 29, 2014 ¿ may 30, 2014. Evaluation summary: the sample was received for evaluation. A visual inspection identified a solid white particle approximately 0.20 mm in size floating in the reservoir. A fourier transform infrared spectroscopy scan determined that the particle was polyester. The cause of the particulate is unknown. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that there particulate matter in the balloon of a single day infusor. This was noted during filling. There was no patient involvement. No additional information is available.